Event description:
It was reported that during device interrogation, a message to contact a company representative was seen. It was also reported that a flipped bit occurred and was automatically corrected. A manual guided reset [mgr] of the device will also be performed due to an incorrect pointer value that was logged to an incorrect location. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis found a device memory problem as there was an incorrect ecc error log pointer.